Event description:
Reported due to stuck device requiring surgical intervention. The operator attempted closure of an arteriotomy site with the perclose proglide device following a diagnostic procedure. Fluoroscopy was performed prior to the closure with the following findings: vessel size was "five (5) to six (6) mm," vessel was noted to have "moderate calcification" and the site was confirmed to be in the common femoral artery. There was no scar tissue noted at the access site. Reportedly, upon insertion of the device the operator "had good blood return (from the marker lumen) but then there was a cessation of blood out of the lumen." The device was deployed without any issues. However, upon removal, the foot did not park and the device could not be removed from the groin. It was reported that the operator did not use fluoroscopy to determine the cause of the device being stuck. The pt was taken to surgery for removal of the device and repair of the artery. The surgery was performed via conscious sedation. This event prolonged the pt's hospitalization by one (1) day. The pt had "other medical problems" and was transferred to another unit of the hosp. The current condition of the pt is unk. Although requested, no additional pt info was provided.